Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 24 cm from the terminal pin. In addition, the lead was returned with the tip section is missing; tip section appears to have been damaged (stretched and pulled apart, most likely during explant procedure). Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and an impedance change. A chest x-ray was performed which revealed damage due to clavicular crush. Both lead were explanted and replaced successfully. The patient had no symptoms and no additional adverse patient effects.